Event description:
The customer states that the power cord is damaged showing exposed copper wires.

Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states ¿power cord is damaged showing exposed copper wires.¿ the unit was triaged and the customer¿s reported condition was confirmed. Visual inspection found that the power cord is damaged due to the cord being torn with copper wiring exposed. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.